Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit has an internal communication error but treatment continued after restarting.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) checked the logs internally, found that internal communication error #115 had occurred. A reproduction test was performed but it could not be reproduced. Since it could not be reproduced, fse decided to take precautions and replace the board related to the symptoms. The backplane board and executive processor board parts were replaced. Continuous operation was carried out for one week after the replacement. It was confirmed to be working normally. An inspection was then carried out based on the inspection record sheet. Operation was confirmed to be good.

Event description:
N/a.